Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heat exhaustion. The customer blood glucose level was over 400 mg/dl. The customer also reported air bubbles in the tubing. Approximate size of air bubbles is about .25 inches. Customer was advice to remain disconnected from the infusion set at the quick release. There was no leak at the p-cap connection, infusion set tubing and reservoir. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The insulin pump will not be returned for analysis.